Event description:
This is a report by a consumer of peritonitis in a male patient coincident with dianeal (unspecified) therapy. On an unreported date, the patient began treatment with dianeal (unspecified) therapy (dose, frequency, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with the dianeal therapy was not reported. Baxter product surveillance was contacted by the patient's care giver (cg). She stated that the hp (home patient) was admitted to the hospital early this morning ((B)(6) 2012). She stated it was believed to be peritonitis but was unable to disclose any further information. Outcome of the peritonitis was not reported. Treatment was not reported. Concomitant therapy was not reported. A statement of causality was not provided. Multiple attempts have been made to contact the pd nurse to request additional information; however, no further information has been obtained.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot number gd892224 with no issues detected during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.